Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the guidewire was seen to be fractured in two sections (209.2cm and 5.8cm) from the proximal end. The proximal fragment was inspected and the nitinol tubing was fractured with the core wire exposed. The distal fragment was inspected and the nitinol tubing was fractured with the core wire broken and the platinum coil fractured and slightly stretched. The core wire was seen through the distal tip dome. Hydrophilic coating was hydrated, no anomalies noted. Functional inspection was not required as the guidewire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specification when returned for analysis, based on the damage noted. It was reported that the guidewire could not get to the distal vessel and when attempting to reach, the guidewire got tore off, so the entire microcatheter was pulled out. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. The device was returned for analysis and it was confirmed that the guidewire had been fractured towards the distal end. It is probable that the guidewire experienced friction and difficulties in advancing due to procedural and/or anatomical factors present during the clinical procedure. It is likely that the friction experienced caused damage and fracturing to the distal end of the guidewire. An assignable cause of procedural factors will be assigned to the as reported guidewire broken/fractured during use and device difficulty engaging target vessel and to the analyzed guidewire distal tip stretched and guidewire broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a neurovascular procedure when attempting to reach the distal vessel resistance was encountered and the subject guidewire fractured. It was reported that the patient was stable and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure when attempting to reach the distal vessel resistance was encountered and the subject guidewire fractured. It was reported that the patient was stable and no clinical consequences were reported to the patient due to this event.